Manufacturer narrative:
Device evaluation: analysis of the returned device identified: fold creases, yellow particles in shell, delamination of plug strap. The leak test did not identify any leak and microscopic analysis was performed which identified: total delamination (100%) of plug strap disk shell assessed as adhesive failure. Based on the device analysis the final assessment is: delamination of plug strap disk shell assessed as adhesive failure. No openings found. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted and replaced.